Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in a straight left anterior descending artery (lad). The lesion was not pre-dilated. The physician fully deployed the taxus express2 8.8% 2.75 x 28 mm drug eluting stent at 11 atms for 30 secs but had difficulty removing the deflated balloon. An nc stormer 3.0 x 16 mm balloon was inflated to 12 atm for 10 secs and 16 atm for 10 secs. The guide was deep seated and the balloon was able to be removed. Heparin, reopro and nitroglycerin were given during the procedure. Plavix and asa were given post procedure. No pt complications were reported. The pt's condition is reported as good.